Manufacturer narrative:
(B)(4). One used sample without packaging and photo was returned for evaluation. The received set was tested and the reported defect of leakage at the bonded joint between the female adapter and bore nut of the caresite was confirmed. All available information regarding this occurrence has been forwarded to our mrb business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. A review of the history records was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported in the event description: during use of the product the connector leaked blood. No injury reported.